Event description:
Patient with an intertrochanteric fracture was implanted with a ti trochanteric fixation nail, an 11.0 mm ti helical blade and a 5.0mm ti locking screw. On a follow-up visit, it was noted the helical blade had migrated medially and patient was returned to the operating room for removal and revision to a total hip. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be concluded; no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.